Event description:
It was reported that the ventilator was placed on a patient with severe head and chest trauma requiring closely monitored end tidal co2. The ventilator began autocycling with an audible alarm from the set breath rate of 10 to a rate of 35-40 breaths per minute. The flight nurse adjusted the ventilator sensitivity but it continued to autocycle. The et tube cuff was inflated. The patient was removed from the ventilator when the end tidal co2 began to degrade. The patient was manually ventilated with no further issue. The ventilator was tested on a test lung after the reported event and they were unable to duplicate the reported problem. The ventilator passed testing.

Manufacturer narrative:
Na